Event description:
It was reported that (1) prr35 device was used during a gastric bypass procedure. It was reported by the rep that the prr35 staples did not form properly on the pt. One side of the staple crinkled. It is unknown how the case was completed and there was no consequence to the pt.